Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the infusion set's tubing came apart at the tubing connector. The pump was in the right pocket while the site location was on the left side of abdomen. Moreover, the infusion had been used for few hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
On 01-apr-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states on 19-dec-2021, it was reported that the infusion set's tubing came apart at the tubing connector. The pump was in the right pocket while the site location was on the left side of abdomen. Moreover, the infusion had been used for few hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.